Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided. Medwatch form: mw5060800.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that while the covidien kangaroo joey pump was supplying a continuous feed to the patient it was identified by the nurse that the feeding bag was removing formula and medication from the patient's stomach as evidence by the red tylenol which was noticed in the bag's tubing. The nurse used a different bag, but when she changed it the pump repeated the same issue. A new joey pump with tubing was obtained and no further issue identified. No patient harm. Tube feed continued without issue.

Manufacturer narrative:
An investigation of kangaroo joey pump was performed for the reported condition of; the unit removed formula and medication from the patient¿s stomach. To date, the unit has not been received for evaluation. Without the unit, a detailed investigation could not be performed and the reported condition could not be confirmed. A DHR review could not be performed as the serial number was not provided. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment.